Event description:
It was reported that the customer's insulin pump was not showing the amount of insulin delivered on the lcd screen. During a second attempt the customer experienced an over delivery of insulin. The customer was hospitalized. No further information provided on the hospitalization. The customer's blood glucose level was 200 md/dl. The customer also reports that they had lost sensor issues. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracked reservoir tube window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and serial number label and stained end cap sticker.

Manufacturer narrative:
Please reference medwatch 2032227-2014-05449. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.